Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf. In the event reported it was stated that image is not sharp enough. The anomaly was detected in the procedure room during use. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is classified is import for export, therefore 510k is not applicable. Similar model epk-i5500c-us with a 510k of k190805 (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.